Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that last thursday the patient at night the unit malfunctioned and pt was home alone and shocked the patient and wouldn't stop. Pt was knocked to ground and was getting shocked all over. Caller states they called 911 as patient could not turn off unit. The patient was redirected to their healthcare provider to further address the issue. Pss directed to hcp. Caller states the shocking does go away when stim is off. Caller states the patient fell because of shocking and reports no falls or trauma and this occurred out of blue. Caller states pt sees dr. (B)(6). Caller states when trying to lift arms felt shocks upwards and was feeling shocking breast down. Caller states  the patient is having more pain the last 4 weeks and not sure.